Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 7.9 inr and 7.7 inr on the coaguchek xs system while a comparison lab returned as 2.5 inr or 2.7 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.